Event description:
The customer reported that they could not pace a pt as expected. No negative pt impact was reported.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.